Event description:
The customer reported that the activation button stuck in the on position. A new device was used to complete the procedure without any patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil did not confirm the customer's report that the activation button stuck in the on position. Investigation found the pencil activates properly in the cut mode, but has no activation in the coag mode. This was due to the switch pin not hitting center on the dome. The pin was damaged and loose particles were found under the rocker switch indicating excessive force had been placed on the switch.